Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling and solyx were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported that sling was excised on (B)(6) 2012 due to pain, dyspareunia, infections and recurrent incontinence. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent cystoscopy and vaginoscopy on (B)(6) 2011 due to mixed urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.